Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Addition devices: catalog numbers and lot codes of other devices listed in this report: triathlon asymmetric x3 patella; 5551-g-320; 5j5p. Tri ts femur sz3 right; 5512-f-302; kwtt. Tri cemented stem 12mmx50mm; 5560-s-112; 0044154l. Tri ts baseplate size 3; 5521-b-300; veyda. Tri cemented stem 12mmx50mm; 5560-s-112; 0044804l. Triathlon total knee system offset adapter 4mm; 5570-s-040; 0036345a. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
It was reported that the patient's right knee was revised due to infection. All implants (all except liner implanted (B)(6) 2016, liner implanted (B)(6) 2020 were revised and a static spacer placed. Rep confirmed that no further information will be released by the hospital or surgeon.